Manufacturer narrative:
After the contract manufacturer evaluated this unit (previously reported in initial submission), the unit was sent to edwards r&d. The following information was concluded: the databox contains two printed circuit boards. These boards are the iso board and the cpu board. The two boards were received in irvine and inspected thoroughly under an optical microscope. Inspection of the two boards reveals no signs of water ingress on either board. Inspection of the iso board showed a damaged dc-dc converter (u24). This component is a through hole component. Inspection of the board also revealed flux residue on the bottom side of this component. Flux is used in printed circuit board manufacturing to prepare metal surfaces for soldering by cleaning and removing any oxides or impurities. In the complaint evaluation, this flux residue was confused for ¿solidified liquid¿. The board issue has been determined to be due to a component failure mode and the flux observed did not contribute to the failure mode seen. A third party, stress engineering services, was hired by edwards lifesciences to evaluate the returned product. The evaluation conclusion is as follows: the dc to dc converter was damaged which is what caused the smoke. There was no sign of liquid ingress. A material sample was removed from the underside of the incident printed circuit board (pcb). The ses material team conducted an fourier-transform infrared spectroscopy (ftis) analysis on the material. This method compares the chemical signatures of the material analyzed to a known database of material signatures. There is a ~70% match to pine resin. Pine resin in electronics is also known as "rosin flux". The chemical residue on the solder side of the pcb is consistent with flux residue left over from the manufacturing process of the incident pcb. The material seen on the board is flux from the pcb rework. The damaged component has been replaced at least once prior to this damage. The dc to dc converter has a flammability rating of ul94 v-0, which means it will self extinguish within 10 seconds if it catches on fire. There is no risk to the patient or user as the dc-dc converter failed as expected.

Manufacturer narrative:
The product was returned for evaluation. From the visual inspection it was evident that databox co/cvp connector has been physically damaged and databox had an unusual smell. The flotrac cable could not be easily inserted into co/cvp port. The whole system was connected together with an advantech panel pc, databox and all the original cables. The advantech panel pc was turned on and the led power light went from red amber to solid green and three beeps were heard from the databox speaker. After booting up, there was an error message on the panel pc displayed - "fault: databox disconnected". The reported issue regarding a smoking display panel could not be confirmed since the display functioned normally and passed the electrical safety test without any issue. The databox was connected to the functional tester but the functional test could not be performed because there was no connection between the tester and the databox. The databox was opened and from the visual inspection, cpu board and iso board damage was evident. On the surface of the boards some solidified liquid has been detected. A conclusion cannot be reached if it is a sign of a burn or not. The databox cpu board was replaced as well as the iso board and power cable assembly. The system then was tested and it passed all the tests. The cpu board and iso board are being sent for further evaluation. A supplemental report will be sent upon completion of the analysis. A device history record review was completed and documented that the device met all specifications upon distribution. The edward¿s operators manual has warnings that states "the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection¿ and ¿shock or fire hazard! Do not immerse the ev1000 monitor, databox or cables in any liquid solution. Do not allow any fluids to enter the instrument¿. There is a caution statement that reads ¿do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while connecting an ev1000 platform to a patient, the monitor stopped working and smoke was visible from the display. There was a smell noted that seemed similar to when a short circuit occurs. There was no evidence of liquid dropped on the device. It was confirmed that the customer was trained on how to place the power supply and the system was mounted correctly. The flag label designating correct power supply orientation was in place as was the power supply cover. There was no allegation of patient or staff injury. Another ev1000 system was utilized to monitor the patient with flotrac technology. Patient demographics were unable to be obtained. The device was available for evaluation.